Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any patient details.

Event description:
It was reported that during placement of the vascular stent in the sfa, the delivery system became blocked and the vascular stent could not be deployed. The delivery system with the stent was removed and another vascular stent was implanted successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported failure to deploy the stent. A force transmitting component of the delivery system was found to be broken which made a successful stent deployment impossible. Increased friction is considered the reason for increased release force and subsequent deployment failure. Potential contributing factors have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. In this case, the vessel was reported to be tortuous and calcified. The event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used."